Manufacturer narrative:
No device was returned to nuvasive, but photograph provided confirm the complaint. It is unknown if the patient suffered a fall and or followed post-operative physical restrictions. Review of the provided photograph identified extreme lordotic rod contouring was performed and shanks were positioned at extreme angulation. A definite root cause cannot be determined although review of provided photograph and similar reported events suggests excessive loading and or post operative excessive physical activity as a possible cause or contributors. No additional investigation can be completed. Labeling review: "potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery include: bending, fracture or loosening of implant components..." "Warnings, cautions and precautions the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant. Care should be taken to insure that all components are ideally fixated prior to closure..." "Patient education the patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "Pre-operative warnings care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "Post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications..." 9401879-en p-12/2018 h3 other text : no device return.

Event description:
On (B)(6) 2024 a patient underwent the first part of an extreme lateral interbody fusion at l2/5. On (B)(6), 2024 the second part was performed at t8/10 and a transforaminal lateral interbody fusion was conducted at l5/s1. On (B)(6), 2024 the patient reported pain and it was discovered the two sacral screws were fractured. On (B)(6) 2024 a revision surgery was performed where the fractured screws were removed and replaced with competitor's screws.